Event description:
Nellcor puritan bennett received a report that suggested that a pt had expired while on an lp10 ventilator. At this time there is no allegation of a malfunction other than the "lp-10 unit may become focus" of an investigation related to circumstances of the pt death.